Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported experiencing elevated blood glucose levels some times since (B)(6) 2011. Pt thinks the infusion device delivers too low amount of insulin. Pt reported in the evening on (B)(6) 2011 her blood glucose level was 121 mg/dl and on (B)(6) 2011 in the morning her blood glucose level was 320 mg/dl. Pt's normal blood glucose range is 80-100 mg/dl. Pt stated she took correction via injection and was able to get her blood glucose level under control by herself. Pt reported she is missing the e4 (occlusion) error alert. Pt stated the time and date on the infusion device goes wrong after 2 weeks by 10 minutes. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.